Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay correction information. D11 - medical product : femoral component option size f left ; item #: 00595601601; lot #: 64282233 (investigated in (B)(4)). Stemmed tibial component precoat size 5; item # 00598004701 lot # 64265111 (investigated in (B)(4)). All poly patella size 32 mm dia. Standard 8.5 mm thickness; item # 00597206532 lot # 64071133 (investigated in (B)(4)). Articular surface regular constraint; item # 90597004010 lot # 64063643 (investigated in (B)(4)). The device was not returned to the manufacturer. Therefore it could not be analyzed. As per medical record received, it was reported that during the patient follow-up by doctor (senior physician) on jul 05, 2019 x-rays have been reviewed and found to be in order. As indicated in the medical record, the review of previous x-rays shows that there was probably a fissure in the tibia, but the assessed that there was no practical clinical implications from this. X-rays were received and reviewed by zimmer biomet development associate director : it seems on the received x-rays that the implant (tibial plate) is too small and there is not a contact with the posterior nor the anterior side of the cancellous bone. Also, the keel of the plate is very anterior on the tibial canal. This could lead to a contact which could be the origin of the pain. The review of the device manufacturing quality record indicates that 972 products optipac 80 refobacin bone cement r, reference 4712500398-3, lot number 833ab01980 were manufactured on 06 september 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No other similar complaints have been recorded for optipac 80 refobacin bone cement r, reference 4712500398-3, lot number 833ab01980 on the reported event within one year. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a primary left total knee arthroplasty on (B)(6) 2019 due to primary knee osteoarthritis. The procedure has been uncomplicated. The patient was adequately mobilized. Subsequently, the patient reported diffuse pain and requested additional pain medication on (B)(6) 2019. At the patient's three-months visit on (B)(6) 2019, the patient reported moderate to extreme pain. The patient finds an improvement in his knee problems after the surgery but considers his current state as unsatisfactory. No additional patient consequences were reported.

Event description:
It was reported that the patient underwent a primary left total knee arthroplasty on (B)(6) 2019 due to primary knee osteoarthritis. Subsequently, the patient reported diffuse pain and requested additional pain medication on (B)(6) 2019. At the patient's 3 month visit on (B)(6) 2019, the patient reported moderate to extreme pain. The patient finds an improvement in his knee problems after the surgery but considers his current state as unsatisfactory.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b5, d1, d4, d11, g4, g5, g7, h2, h3, h4, h6. D11 - medical product : nexgen femoral component ; item #: 00595601601; lot #: 64282233. Nexgen stemmed tibial; item # 00598004701 lot # 64265111. Nexgen all poly patella; item # 00597206532 lot # 64071133. Nexgen articular surface; item # 90597004010 lot # 64063643. Please note that these associated devices are investigated in (B)(4). The review of the device manufacturing quality record indicates that (B)(4)products optipac 80 refobacin bone cement r, reference (B)(4), lot number 833ab01980 were manufactured on (B)(6) 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral component option size f left ; item #: 00595601601; lot #: 64282233. Stemmed tibial component precoat size 5 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten; item #: 00598004701; lot #: 64265111. All poly patella size 32 mm diameter standard 8.5 mm thickness; item #: 00597206532; lot #: 64071133 articular surface regular constraint this product replaces 00-5970 series articular surfaces size green/c-h 10 mm height: item #: 90597004010; lot #: 64063643. Report source, foreign - event occurred in (B)(6). The device was not evaluated yet. A supplemental report will be filed in order to provide device evaluation information.

Event description:
It was reported that patient experienced pain after three months of implant surgery.